Manufacturer narrative:
Device passed displacement test, self test, sleep current measurement and active current measurement. No battery or power anomalies noted during testing. Device power up properly after battery installation. Power connector plug in and locked in place properly. No missing segments or partial display noted. Device shows no damage on lcd controller or lcd glass.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had flashing display. The customer¿s blood glucose was 255 mg/dl at the time of incident. The customer also reported that the insulin pump had failed battery alarm. The customer was advice the insulin pump will need to be replaced. Advice to discontinue use of the insulin pump and revert to backup plan per health care professional instructions. The insulin pump will be returned for analysis.